Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's relative reported the patient was rushed to the hospital after calling in to technical service. During follow-up, the peritoneal dialysis registered nurse (pdrn) reported the patient was admitted to the hospital on (B)(6) 2015 for pneumonia and was released on (B)(6) 2015. Two days later the patient was brought back to the hospital and was admitted for a continuation of pneumonia. The patient was discharged from the hospital and continued her pd treatment.